Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. A 7 x 40 x 130 innova¿ stent was selected for an external iliac stenting procedure. During the procedure, the stent was deployed without issue. However, post-deployment the stent was noted to be fore-shortened. The stent was post-dilated and no additional intervention was done to the stent. There were no patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent struts were not damaged.